Event description:
Fill volume :192ml, flow rate: 2ml/hr, procedure: unk - anp, cath place: unk, anp. An international distributor reported that a pump infusion ended sooner than expected. It was reported as, pump "flew too fast" and "function-too high." No patient injury nor medical intervention were reported. The device is reported to be returning for evaluation. Additional information was requested, however, is not available at this time; it was reported that "further details (as well as patient data) cannot be reproduced."

Manufacturer narrative:
Methods: actual device was received for an evaluation. And investigation. A visual and microscopic inspection were performed. Results: the visual inspection found the pump returned empty. The pump was refilled to the nominal fill volume of 270ml. When opening the pinch clamp, infusion was not observed. An empty small syringe was connected at the distal luer and negative aspiration (suction) was applied a few times; no flow was obtained. The tubing was cut a few inches distal to the blue connector (base of the pump) and infusion was observed. The tubing was bonded back together. The tubing was cut a few inches distal to the filter and infusion was not observed. The filter was examined and crystallized medication was observed at the outlet tubing of the filter. The filter and tubing were examined under a microscope and confirmed that crystallized medication was present. The filter and tubing were placed in a heated incubator for 17 hours in an attempt to dislodge any of the particulates that were residing inside the component. When removed from the chamber, the remaining tubing was connected to an air source for approximately 1 hour in an attempt to dislodge any remaining particulate matter. A small syringe with warm 0.9% of saline was connected at the proximal end of the filter and no flow was obtained. The sample was unable to be rehabilitated. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position and storage time. The IFU also specifies, "when filled to nominal volume, easypump lt flow rate accuracy is ±15% of the labeled flow rate when infusion is started 0-8 h after fill and delivering normal saline as the diluent at 31 degrees c/88 degrees f against a back pressure of 40 cm of water." The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: the investigation summary concluded that the pump did not flow due to crystallized medication which impeded flow at the filter outlet tubing. The sample was unable to be rehabilitated in order to perform functional testing. Limited information was provided by the reporter. Multiple attempts were made to obtain additional information without success. Therefore, it is not possible to determine if the user or facility may have contributed to the reported incident; thus, the assignable cause for the reported incident is unknown. Based on this investigation the complaint disposition is unable to evaluate. An instructions for use (14-60-588-0-02) and a technical bulletin (mk-00585) factors affecting flow rate were sent to the customer. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
Method: the device was reported to be returning for an evaluation and at this time is pending return. A review of the device history record (DHR) is in process for the reported lot number. Results: at this time halyard is pending the receipt of the device and as the investigation is still in progress, results are not available. Once the device is received, testing will be performed and results will be provided upon completion. Conclusions: once the investigation and device analysis are completed, a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.